Manufacturer narrative:
MDR (B)(4). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that the patient experienced the infusion set fell off during middle of the night due to poor adhesion, which led to high blood glucose level on (B)(6) 2026.